Manufacturer narrative:
The device in question was not returned to boston scientific for technical analysis as it was disposed of by the user facility. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Add'l PMA/510(k)# h020002/s5.

Event description:
It was reported that the stent partially deployed inside the patient during the procedure and jammed. It was not disclosed if or how the stent was retrieved. The procedure was completed with the use of another similar device. The patient suffered no adverse effects.